Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that patient faced infusion set detachment event on (B)(6) 2026. The site of detachment was at cannula. The infusion set was in use for one day. The blood glucose level was 245 mg/dl and the patient was treated with pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.